Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by tse advising that the light guide and scope do get warm and to not leave the light on when camera is not in use to avoid excess heat buildup . No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer was using the nir camera and laid it down on a drape with the light on and ended up burning a hole through the drape. The caller confirmed there was no injury or patient involvement. The technical support engineer (tse) advised that the light guide and scope do get warm and to not leave the light on when the camera was not in use to avoid excess heat buildup. The caller informed they would let the staff know. The staff continued with case and the call ended. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the robotics coordinator confirmed that there was no patient harm and no patient involvement. There was no harm to the staff.